Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that a ar-6480 fluid management system is not working correctly. Fluid is not regulating correctly. There is insufficient pressure. There was no case involvement, or patient effect reported. Additional information 1/14/2022: on (B)(6) 2022, it was reported by a sales representative via email that an ar-6480 fluid management system has an issue with inconsistent pressure. The scrub technician estimated 20-30 second where, the pressure increased dramatically from where it was set. The patient had swelling in his cervical region following completion of the 3-hour case. The fluid removal was via stryker neptune. The patient was held for observation of unknown duration. The sales rep followed up with the pa who was in the case and was informed that the swelling resolved, and the patient was fine. The pump settings were not recorded.